Manufacturer narrative:
Concomitant medical product: addrl1 ipg, implant date: (B)(6) 2010; 977c165 pain stim lead, implant date: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, polarity switch and undefined high impedance was noted on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.